Event description:
The customer reported being hospitalized due to high blood glucose of 333mg/dl. The customer was experiencing unexplained high glucose for the past several days. The customer declined to troubleshoot and stated that the insulin pump is fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.